Event description:
The customer reported thirteen unconfirmed false positive results with the ID now covid-19 assay performed on kitted nasal swab samples on (B)(6) 2022. This report is for patient thirteen of thirteen. The customer indicated that no repeat or confirmation testing was performed for this patient and believes that this was a false positive result as they were receving many false positive results which had been confirmed as false positive with pcr testing. No additional information was reported regarding patient health status and outcome.

Manufacturer narrative:
Additional information: similar product to 190-000. The remainder of the investigation remains in progress. A supplemental report will be provided after completion. See related MFR. Report numbers for unconfirmed false positive results: 1221359-2022-02697. See related MFR. Report numbers for patients which had confirmatory pcr testing: 1221359-2022-02233 through 1221359-2022-02240.

Event description:
The customer initially reported that thirteen (13) patients had received unconfirmed false positive results. The customer provided updated information 09jun2022 with lot numbers for each patient indicating that twelve, not thirteen, patients were affected.

Manufacturer narrative:
Corrected data: the customer initially reported that thirteen (13) patients had received unconfirmed false positive results. The customer provided updated information 09jun2022 with lot numbers for each patient indicating that twelve, not thirteen, patients were affected. Therefore, this report is being retracted as this event was reported erroneously. If further information is received, the case will be reevaluated. Reference related MFR. Report numbers for remaining twelve patients: 1221359-2022-02697 through 1221359-2022-02708.